Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that his infusion set's tubing came apart from the quick release. This issue occurred about a week and a half ago and he was unsure about his blood glucose level while using the first set, but his blood glucose level was 354 mg/dl a night before this report while he was using the second set. Upon investigation of the returned used devices, it was found that the tubing was detached from the tubing connector. No further information available.